Manufacturer narrative:
(B)(4)

Event description:
It was reported that increased capture threshold was observed due to rv lead dislodgment. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.